Manufacturer narrative:
Device manufacture date: monitor. Electrode belt: 04/2008. Device evaluation summary: review of pt download indicates that the pt was wearing device at the time of death. Pt's ECG report shows the pt entered bradycardia eventually converting into asystole. No treatment sequence was initiated for bradycardia or asystole, as they are considered non-shockable cardiac rhythms. The device properly alarmed for these events and was functioning as designed.

Event description:
The account coordinator (ac) of a female pt, contacted zoll lifecor customer support to inform that the pt had passed away. No other info was known.